Manufacturer narrative:
The pod was received in the partially deployed state. The formed needle was visible through the soft cannula. Upon opening the pod it was discovered that the formed needle was incorrectly installed. The bend of the formed needle was not lodged into the slide retract due to the fact that there was excessive plastic. This incorrect installation resulted in the needle not retracting. The tip of the formed needle was also discovered to be bent. The damage of the formed needle tip resulted in the reported pain during insertion.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism did not fully retract as intended during activation.